Event description:
It was reported that approximately five days post replacement procedure, a lead integrity alert (lia) was triggered for the right ventricular (rv) lead. It was also noted that the rv lead exhibited out of range (oor) high threshold, high impedance measurements, and oversensing. Upon review it was determined that there was a connection issue and the rv lead was not fully inserted into the port of the cardiac resynchronization therapy defibrillator (crt-d). A revision procedure took place and the rv lead was successfully inserted into the port of the crt-d. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.